Event description:
The cypher stent did not cross the target lesion; upon removal, they notice the stent struts were uplifted. The age and gender of the patient is unknown. The target lesion location was the proximal left anterior descending (lad) artery. The lesion was de novo. The rate of stenosis was 75% with come calcification present. There was no difficulty accessing the lesion with the guidewire. The lesion was pre-dilated. The stent delivery system (sds) was properly inspected and prepped and no anomalies were noted. The sds was advanced to the lesion, but would not cross. Therefore, they pulled the sds into the cordis 6fr guidecatheter, with no difficulty, and removed the device from the patient. There was no excessive force used to pull the device back into the guidecatheter. Upon inspection, it was noticed that the proximal struts of the stent were uplifted. The physician used another cypher stent to successfully complete the procedure. There was no injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.